Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the mid lad. Approximately 3 weeks post index procedure the patient suffered from gastritis. This was treated with medication and the patient recovered. The investigator reported that the event is not related to the index device or anti-platelet medication. The sponsor assessed the event is not related to the index device but possibly related to the anti-platelet medication. Cec adjudicated the event as a barc type 2 bleeding event.